Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remained intact and attached and exhibited a drilled through condition; the glass cap exhibited severe burnt on detritus and devitrification; white unknown substance was noted inside the fiber cap tip; the bevel section was melted; the heat shrink tube exhibited signs of melting. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue fiber vaporization efficiency was observed at 3,8061 joules of use. The case was completed using an alternate procedure (turp). Patient outcome: "fine". No injury was reported. Gland volume: 40 ml. Time expended: 9.93 minutes.